Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, arm 3 was having a non recoverable fault. Prior to calling technical support, the customer had power cycled the system and a non recoverable fault appeared. The customer was able to recover the error, but it then went into a non recoverable fault on arm 3. The technical support engineer (tse) reviewed logs and found error 319 for arm 3 starting with node 187. The tse had the customer do a hard power cycle of the patient cart and the problem persisted. The tse walked the customer through disabling arm 3, and the customer elected to finish the case with three arms. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse originally ordered and replaced the setup joint (suj), and fiber connection at the backplane connection. Neither corrected the error 319. The fse then swapped the suj2 with suj3 and found that the flex3 was the problem. Ordered new flex to replace the following night. Fse replaced suj, flex, and fiber cable. The system was tested and verified as ready for use. The suspected parts were returned for further investigation. Failure analysis on the suj has not yet been completed. However, analysis on the flex has been completed. The error 319 was confirmed during analysis as the unit's fiber cable was not able to pass light through using a flashlight. There was also a slight kink on the fiber cable on the upstream side. The unit will be scrapped. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: 319, a node configured to be present did not respond during system starting up. Additional reviews confirmed that the hysterectomy procedure was performed on system (B)(4) on event date (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Updated information can be found in the following fields: product analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the proximal suj involved with this complaint and completed the device evaluation. The reported failure was not replicated on the system. It was moved to the testing platform where it failed at node check.

Event description:
Refer to h10/h11 for follow-up information.